Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that a chest x-ray revealed no lead abnormalities and there were no adverse patient effects. The physician plans to closely monitor the patient remotely.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A chest x ray was previously performed which showed no anomalies. Then, defibrillation threshold (dft) test was performed in which a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. The shock did not convert the arrhythmia and an external defibrillation shock was required. The plan was for this patient to receive a new device system. Currently, the ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. A chest x ray was previously performed which showed no anomalies. Then, defibrillation threshold (dft) test was performed in which a code 1005 was observed which is indicative of an open circuit condition was detected during shock delivery. The shock did not convert the arrhythmia and an external defibrillation shock was required. The plan was for this patient to receive a new device system. Currently, the ICD remains in service. No adverse patient effects were reported. Additional information was received that this rv lead was explanted and replaced with a new rv lead, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements, which have been gradually increasing. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. This product remains in service. No adverse patient effects were reported.